Event description:
The end users son states that the medicine is not being delivered to his mother. He states he can feel the air flow. He is receiving an error code that states the filter needs to be cleaned. The son stated the mother has been able to get her treatments from the local drug store.